Event description:
Locking screw was over torqued and the head broke off the screw.

Manufacturer narrative:
The investigation shows that the screw broke as a result of too high torsional and bending forces (whereas the torsional forces prevailed) in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. Indications for material or manufacturing related problems were not found in this investigation.